Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker exhibited premature battery depletion (pbd). Device longevity went from 2.5 years to 0.5 year in just one year. Boston scientific technical services (ts) advised to send save disk for analysis. The device remains in service. No adverse patient effects were reported.